Event description:
Emt's responded to a patient whose condition was not reported. The device was connected to the patient with a 4 lead cable for cardiac monitoring. According to the reporter, while lead ii appeared normal, lead I and iii had excessive artifact. No adverse affects were reported as a result of the alleged malfunction.